Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The customer noticed the bolus was correct but the pump reservoir was half empty. The lead screw test passed. The customer informed that they felt low bgs, ate candy three times, began to feel worse, and was rushed to the hosp. The customer currently is not using the pump and is using manual injections. A replacement pump was requested.